Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received readings of 3 - 4.5 mmol/l and administered unspecified units of rapid insulin. Customer subsequently experienced "symptoms of diabetic stroke, paralyzed arm, slurred speech, felt uneasy, blurred vision". Ambulance was called and upon their arrival, a reading of 23 mmol/l was obtained on their meter. Customer was taken to the hospital and was provided unspecified treatment for the diagnosis of hyperglycemia. At the time of call, customer was still in the hospital. No further information was provided. There was no report of death or permanent impairment associated with this event.